Event description:
The lead was capped and will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was approaching elective replacement indicator (eri) prematurely.

Manufacturer narrative:
Upon receipt, a longevity calculation was performed. The estimated longevity of the device was found to be outside of normal limits. The device's functionality was tested on the bench and on the automated electrical system. No high current measurements were found. The battery was returned to vendor for analysis. No anomalies were found that could cause the reported premature battery depletion.